Event description:
Revision due to pain.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Additional reasons for revision: alval/soft tissue reaction; fluid; noise.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- asr revision, left, reason(s) for revision: patient activity level prior to event:function impaired and restricted range of motion. Patient clinical condition prior to revision: diabetes mellitus and hypertension. Type of patient activity: reduced walking time. Lirc number : (B)(4). Update- added a sleeve, amended date of original surgery taken from claimsuite dated (B)(6) 2012. Update - reason for revision updated pain, noise, alval/soft tissue reaction, fluid - rec (B)(6) 2013. Update received (B)(6) 2014. Surgery date amended.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left. Reason(s) for revision: patient activity level prior to event:function impaired and restricted range of motion. Patient clinical condition prior to revision: diabetes mellitus and hypertension. Type of patient activity: reduced walking time. (B)(4). Update- added a sleeve, amended date of original surgery taken from claimsuite dated 3rd of november 2012. Update - reason for revision updated pain, noise, alval/soft tissue reaction, fluid - rec 16 jan 2013. Update received 25th february, 2014. Surgery date amended. Update - amended revision date. Taken from claimsuite dated 19th june 2014.

Event description:
Asr revision; left. Reason(s) for revision: patient activity level prior to event: function impaired and restricted range of motion. Type of patient activity: reduced walking time.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.